Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 412 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they are new to the insulin pump and treated themselves via bolus delivery. Customer's healthcare provider advised they were trying to figure out the proper settings on the insulin pump to avoid high blood glucose levels for the patient. Customer stopped troubleshooting halfway through as they did not want to continue and will wait for their settings to be properly adjusted.